Manufacturer narrative:
(B)(4). Returned product returned. Qc investigation on (B)(6) 2018 result in no defect found. Received the returned product and check 6-8 of them from different bags. All seemed to work fine. I could not find any problem with the syringes. Root cause is use error. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer calling on behalf of clinic in regards to syringes that are not aspirating medication correctly. Lot#np17112 ndc#(B)(4) box was a 100 count. Customer was informed to send back syringes for investigation and customer will contact distributor to get a replacement product. Provided customer with reference number if any further issues. Due to varying state laws on prescriptions, we do not directly send these types of products to consumers.